Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing had come apart in the packaging. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "event #1: material no:2426-0500, batch no: 20053470. It was reported that as the tubing was being opened, the tubing was apart in the package." "The tubing was apart in package."

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing had come apart in the packaging. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "event #1 material no:2426-0500; batch no: 20053470. It was reported that as the tubing was being opened, the tubing was apart in the package." "The tubing was apart in package."

Manufacturer narrative:
H6: investigation summary: customer reported the tubing came apart, and returned the affected sample. The sample clearly separated at the inlet of the first smart site and the complaint is verified. Visual inspection under the microscope found the root cause to be insufficient solvent. This is an assembly issue with regards to solvent. Dimensional analysis found smart site and tubing to be within tolerance. A device history record review for model 2426-0500, lot number 20053470 was performed. The search showed that a total of 34,543 units in 1 lot number was built on 27may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.